Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set leakage event which led to the high blood glucose level. The leakage was at the cannula site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012413, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012413". No further statistical trending analysis is required. Test results: no sample was returned, as mentioned in the report device history record (DHR)review: the lot 6012413 was manufactured according to the work instruction (wi) version 76 in the inset 5, on 22/mar/2025, with a total of (B)(4) units. Review of the DHR showed an nc for a found black grease contamination in the material lid, and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code gluing tube the lot 5b05785 was manufactured according to the wi version 67 and assembly on machine sc02, on 15/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. The lot 5b05784 was manufactured according to the wi version 67 and assembly on machine sc02, on 14/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.